Event description:
The customer reported approximately three to five milliliters of clear fluid leaked inside the instrument during latron control analysis involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. All quality control (qc) results recovered within the acceptable limits. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the silicon tubing had a hair-line tear which caused the fluid to spray inside the rear diluter, behind the bath assemblies, at the 4-inch restrictor line. The fse replaced the torn tubing and several pinch valve tubing, in the rear diluter panel, due to excessive wear. The fse noted quality control (qc) recovered within the acceptable limits and background counts and latron control results were also within range. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).